Event description:
Rn caring for pt reports switching new bag to already spiked heater line of homechoice set, while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Healthcare professional was instructed to discontinue treatment at that time and to set up with new supplies. No pt injury or medical intervention required per nursing home healthcare professional.